Event description:
Customer alleges you have to engage and then disengage right motor for it to work properly. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female, (B)(6). The consumer's preexisting medical condition states that she is a paraplegic. The consumer's medication regimen is unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that when the consumer is driving the tdxsp-cg power chair the right motor will stop and disengage. Dealer states that in order to get the power chair going again the consumer needs to engage & disengage the motor. This action causes a motor fault to flash. The motor is to be returned to invacare for an inspection and evaluation. Dealer is to obtain a RMA for the return. No injury alleged.